Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to implant the insertable cardiac monitor, an error message was received. The device was not used. A new device was implanted instead.